Manufacturer narrative:
A product investigation is in progress.

Event description:
Headache [headache]. Tampon fell apart inside me- vagina [foreign body in reproductive tract]. Tampon fell apart....string broke [device breakage]. Tampon won't come out [complication of device removal]. Case description: consumer reported via phone that the tampon fell apart inside her. No serious injury reported.

Event description:
Headache [headache] tampon fell apart inside me- vagina [foreign body in reproductive tract] tampon fell apart apart....string broke [device breakage] tampon won't come out [complication of device removal] case description: consumer reported via phone that the tampon fell apart inside her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.